Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tear/break during injection/delivery into the eye. There was patient contact and patient injury. The patient experienced transient loss of va. Lens implanted and removed intraoperatively. Cause of the event was reported as other. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - patient injury / transient loss of va. H11 - manufacturer narrative - there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).